Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26461. It was reported the patient never received effective stimulation with her cervical system. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26461. Follow up information identified the patient underwent surgical intervention to explant the entire cervical system.